Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained about false positive results on the tango optimo using biotestcell-3. The tango optimo is resulting screening cell #2 as a (1+). When an antibody panel is performed, the antibody panel is negative. The customer was able to send some of the patient sample but none of the allegedly defective product. Thus our quality control laboratory is using the retained sample of biotestcell 3 for re-testing. This testing is still ongoing. An intermediate result of this testing showed that the patient samples provided by the customer are qualified to be negative on the bmd qc-lab's tango optimo. A visual review of the result images reveals a pronounced "halo-effect". We will send our final report on this incident as soon as we receive the final test results from our quality control laboratory.

Event description:
The customer complained about a weak false positive results on the tango optimo using biotestcell-3. The tango optimo is resulting screening cell #2 as a (1+). When an antibody panel is performed, the antibody panel is negative. The customer sent some material of the patient sample but none of the allegedly defective product. Thus our quality control laboratory used our retained sample of biotestcell 3 for re-testing. Testing the provided patient sample on tango resulted in a negative reaction. Compared to the other two red blood cells, screening cell #2 showed a less compact red blood cell button. During the same testing, our qc laboratory rested also 12 edta samples and got unambiguously negative reactions with all three red blood cells. In further testing, our qc laboratory performed a dat with cell 2 with a negative result. The reactions did not indicate a complement and/or anti-igg coating of the allegedly defective red blood cell #2. Our qc laboratory also re-tested the provided patient samples for antibodies using the gel card system. The patient sample yielded a clear negative reaction. No indication for an instrument malfunction was observed. The correct function of the allegedly defective reagent was proved by these tests. All reactions were correct and we did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.